Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported sensor failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
MFR received date: 17 sep 2019. The manufacturer¿s international service technician could not confirm the sensor failure issue. The issue was confirmed to be low tidal volume. The manufacturer¿s international service technician restarted the device and found low tidal volume and parameter error. The parameter was adjusted to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.